Manufacturer narrative:
Occupation: mitek employee. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the handle on the customer's gryphon pro knot saw tooth drill guide broke off the shaft during a shoulder procedure. There were no patient consequences or delays. The case was completed with another like device. This is report 1 of 1 for (B)(4).